Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that halfway of right hemicolectomy procedure, a sealing device was used while plugged into a generator when the knife blade could not retract and the device was difficult or impossible to open. The device was applied to tissue at the time of the event, and the surgeon forced the handle open and without much effort it released. No energy was activated. The device was cleaned as per usual with a wet swab when required. They use this device regularly. The knife blade was not extended, and it did not protrude beyond the edge of the jaws. It was also reported that the device did not get stuck on tissue and that another device was used successfully with the same generator. No patient complications have been reported as a result of this event.